Event description:
Reporter, wife, stated her husband had a fasting, meter-to-lab comparison, performed with bg results of 138 mg/dl at 7 a.m. And 183 mg/dl at 8 a.m. Wife stated her husband was not experiencing any symptoms. Reporter also stated her husband does not have control solution available for testing and does not compare confirmation dot with color chart. No allegation of harm.